Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to infection, sepsis, and renal impairment which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient with this neurostimulator stated they have been in and out of the hospital for a bladder infection, renal issues, and sepsis. The patient received an IV of antibiotics and a course of four days of oral antibiotics. The patient reported the physician does not think the infection was caused by the patient's device. The clinical specialist (cs) noted that the patient's usual bladder symptoms are not resolved. It was further reported that the patient is doing better during the day but does not seem to have control at night. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient with this neurostimulator stated they have been in and out of the hospital for a bladder infection, renal issues, and sepsis. The patient received an IV of antibiotics and a course of four days of oral antibiotics. The patient reported the physician does not think the infection was caused by the patient's device. The clinical specialist (cs) noted that the patient's usual bladder symptoms are not resolved. It was further reported that the patient is doing better during the day but does not seem to have control at night. There were no additional patient complications.